Manufacturer narrative:
Analysis summary: the exact cause of the reported inaccurate delivery of the bifurcate leading to partial coverage of the lowest left renal artery could not be determined from the limited films provided. Analysis of the pre-implant returned CT film report did not reveal any anatomical characteristics that could explain the reported event. Complete angiograms during implant, including images during stent graft positioning deployment, and removal of the delivery system, were not returned; thereby limiting the extent of the film review. It is possible that this event was user/procedural related, and that the bifurcate was deployed higher than planned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that during the index procedure, the final angiogram showed that the bifurcated stent graft was implanted close to the left renal artery. The renal artery was partially covered by the stent graft. The physician cannulated the left renal artery and felt there was good flow to the artery but decided to place a renal stent. This was placed without issue. As per the physician, the cause of the event cannot be determined. It was confirmed that there was no issue with the deployment of the stent graft but it was noted that the stent graft was deployed a little too high. No additional clinical sequelae were reported and the patient is fine.